Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: a review of all risk management documents for the product family of the device involved in this complaint (pen needle, broken cannula), was performed and it was determined that the potential risk of this specific reported incident was captured and addressed. Investigation conclusion: visual examination of the returned sample was carried out and a broken non patient end of cannula was observed. No DHR review can be carried out as lot number is unknown. Root cause description: as all samples returned were open it is not possible to confirm this defect to be manufacturing related. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that an unspecified number of an unspecified bd pen needle experienced device damage/deformation. It has not been specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: rear cannula end is broken.